Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to a baxter sales representative (bsr) of a vented paclitaxel set in which the spike fell out of an aviva bag containing unspecified chemotherapy drug(s) resulting in a drug spill. It is unknown when this reported condition occurred. There was no patient injury or medical intervention involved. No further information is available at this time. This is report 1 of 2 of the same reported problem from this facility.